Event description:
It was reported that a dexcom g6 cgm sensor was started but was not connecting, with pairing failures during the initial warm-up period and suspicion of a transmitter issue, consistent with an intermittent communication failure possibly involving the antenna component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between devices and an intermittent communication failure associated with an electrical and magnetic component, specifically the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.